Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device drawers were offline and user was unable to log in to the cabinet. The technical support specialist checked the drawer adapter configuration and found no issues, although the drawers remained offline. The tss then performed a hard reboot and relaunched the application. After the restart, the drawers came back online, and the customer successfully logged into the cabinet, confirming resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawers were offline and user was unable to log in to the cabinet. However, there were no delay to patient care and adverse events or injuries reported based on this incident.